Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4) alleging that the lay user/patient¿s onetouch ultramini meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation as the patient was unable to be reached when the medical surveillance specialist requested the csr follow-up with additional questions. The reporter stated that the meter issue began on november 16, 2016 sometime in the afternoon when the subject device was allegedly reading inaccurately, although no results were provided and it is also unknown what the results were being compared to. The reporter was unable to state how the patient usually manages her diabetes, and whether any changes had been made to her diabetes management routine in response to the alleged issue. The reporter claimed that the patient had experienced ¿nausea and other diabetes-related symptoms¿ an unspecified amount of time before the alleged meter issue began and reportedly went to the emergency room (ER) on november 16, 2016 and received hcp treatment of insulin (unknown dose) in response to the reported issue. It is unknown if the patient¿s blood glucose was measured in the ER using any other device. The csr was unable to confirm if the meter was set to the correct unit of measure or if the test strips had been stored correctly and within expiry. The csr was also unable to walk the patient through a control solution test. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.